Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare specialist that there was a leak in the expiratory limb of an rt340 adult breathing circuit. The leak was noticed within one week of initial use of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (fph) and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed one hole in the tubing about 19 cm from the patient end connector. As there was no lot number provided a lot check could not be performed. Conclusion: based on our visual inspection the limb appeared to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4); if this test detects a fault, the whole batch is set aside for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.